Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in the journal of korean neurosurgery that twelve months post stenting of a ruptured right posterior communicating artery aneurysm, asymptomatic stenosis occurred. No treatment was given. No other details were reported.

Event description:
It was reported in the journal of korean neurosurgery that twelve months post stenting of a ruptured right posterior communicating artery aneurysm, asymptomatic stenosis occurred. No treatment was given. No other details were reported.